Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose level was unknown. Customer reports insulin pump beeps loud. Customer states insulin pump was neither beeping nor vibrating currently. Customer states they are having trouble hearing the beeps. Customer performed self test but they hear alert not as loud going. Customer reporting past event of no delivery alarm. The insulin pump will not be returned for analysis.